Event description:
It was reported that a peritoneal dialysis patient had been diagnosed with an infection on (B)(6) 2022. The patient¿s spouse reported the patient had a temperature and was shaking. There were no reported allegations that the event was related to any issues with fresenius products during initial reporting. Upon follow up, the pdrn stated the patient experienced symptoms of cloudy effluent. As a result, the patient was seen in the clinic on (B)(6) 2022 a pd culture was obtained. The pd culture generated growth of enterococcus faecalis. The pdrn stated the patient was treated with the antibiotics vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis. The patient¿s peritonitis was attributed to touch contamination during pd exchange. The patient is reportedly recovering and continues pd treatment with the fresenius cycler without further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event.